Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, drug name, dose, and frequency were not reported) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.